Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was hm chrom contamination. A siemens healthcare diagnostics inc. Technical service center representative directed the customer to perform maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a lower result was obtained. It is unknown if patient treatment was altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.